Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the screen of the device blacked out and did not reboot. Reportedly, the ventilation was continued. The device was replaced. There were no health consequences for the patient reported.